Event description:
It was reported that the stimulation from the patient¿s implantable neurostimulator (ins) did not cover their painful area. The stimulation was felt by the patient in the left arm but their pain persisted in their right arm despite reprogramming of the device. The lead component was then explanted and replaced on (B)(6) 2014. It was noted that the patient had a positive test period and a definitive implant. The event was noted as related to the procedure and not related to the device. The event was reported as recovered. The patient status at the time of report was noted as ¿alive ¿ no injury.¿ no further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 3998, serial # unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information reported the event occurred (B)(6) 2012 not (B)(6) 2014.